Event description:
It was reported that a spectrum pump delivered an infusion at a higher rate than intended. The device was programmed to deliver a bolus of 50 ml, however the entire container was delivered. This occurred in the emergency room care area. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter did not receive and was not able to evaluate the device. If the device is received and the evaluation is complete, a supplemental report will be submitted.